Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob not provided for reporting. Unknown exp date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the mis-tlif surgery for lumbar spinal canal stenosis was performed by using the x-tab cfs and t-pal cage system. The fixed area was l4 ¿ l5. On (B)(6) 2018, it was reported that re-operation was scheduled on (B)(6) because the patient¿s foot muscle weakness appeared. In this re-operation, the reported cage will be replaced with one size larger cage and screw as well. 2-hour surgical time and 2-week hospitalization are estimated for the re-operation. The surgeon¿s comments are as follows. This event might occur because the compression force was weakened as the cage was placed at the center of vertebra. The re-fixation surgery was planned on (B)(6) will improve the patient¿s symptom, unknown if surgery took place. This complaint involves one part. This report is 1 of 1 for (B)(4).